Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable.

Event description:
It was reported that the foley catheters was leaking. As per the follow-up, it was reported that the bag was leaking from the bottom. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters was leaking.